Event description:
It was reported that the patient presented for a follow-up in clinic. It was noted that the pacemaker was in backup vvi mode due to magnetic resonance imaging. The pacemaker was explanted and replaced. The patient was stable.